Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient was hospitalized on (B)(6) 2026 due to hyperglycemia. Patient reported that cannula is bent. The blood glucose level was high, and the patient got treated with intravenous (IV) injection. The length of the hospitalization is more than twenty-four hours. Patient experienced vomiting and dehydration due to gastroenteritis. No further information available.